Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was one 4 fr powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 7 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of redr2670 showed no other similar product complaint(s) from this lot number.

Event description:
The patient had a PICC-line placedin october for cythostatic, docetaxotel,paklitacel,abraxene, epirubicon/cyklfosfamid. It was reported they noticed nacl leaking from the PICC when they flushed. They pulled it out and discovered a hole 7cm in the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2670 showed no other similar product complaint(s) from this lot number.

Event description:
The patient had a PICC-line placedin october for cytostatic, docetaxol, paclitaxel, abraxane, epirubicin/cyclophosphamid. It was reported they noticed nacl leaking from the PICC when they flushed. They pulled it out and discovered a hole 7cm in the patient.